Event description:
It was reported that a user initiated a supply change and rewound the pump while still connected to the body, after which support advised the user to disconnect before rewinding and the supply change was completed successfully. Symptoms included no reported clinical effects. Outcomes included no reported impact to health, no alarms, and no hospitalization. Investigation included customer interview and troubleshooting with education on proper supply change workflow. Investigation of this case revealed user error related to failure to disconnect prior to rewinding, with no device malfunction and no component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.